Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that there was an occlusion in the infusion set. Customer reported that she woke up to find the tubing on her set jammed into her belt clip causing an occlusion. Customer reported that the incident occurred on two occasions. It was not reported whether the insulin pump alarmed the occlusion issue. Customer reported that the incident resulted in high blood glucose levels. Customer's blood glucose levels at the time of the incident was 594 mg/dl. Customer reported that the issue was resolved with an infusion set change. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.